Event description:
It is alleged during an unknown surgical procedure that the recoil ring on the modified kugel patch was damaged upon implant. The patch was not used on the patient. If the reported damage had gone undetected and the device implanted, it is possible that it could result in patient injury. As a result an MDR is being filed to document this event.

Manufacturer narrative:
Upon evaluation of the returned device all components were found to be present and intact and there were no visible signs of contamination. One end of the recoil ring was found to be protruding from the ring pocket. Visual examination under magnification noted a partial separation of the recoil ring material, but the ring weld is intact. There was a small kink in the ring that may have been caused by handling the product in an abnormal manner. Based on this evaluation it appears that the device was subjected to stress at some point. A definitive root cause cannot be determined at this time, as it is not known when the device was exposed to stress. The products instruction for use warns against cutting or reshaping the modified kugel patch. A manufacturing review was performed and found no non-conformance issues related to the procedure steps and inspections. This lot met release criteria.